Event description:
(B)(4). My menstruation was very heavy lasting 7-10 days and would come twice a month. I have constant cramping and back pain. I now have severe migraines and have to take daily medication to control the migraines. Intercourse with my husband is painful, I bleed afterward and the cramping gets worse. I have constant bloating every time I eat. It is painful for me to sit. I'm just in constant pain.